Event description:
As reported in the may 2010 edition of breast cancer research and treatment, a patient developed an angiosarcoma 4 years after receiving mammosite balloon brachytherapy following surgical resection of an infiltrating ductal carcinoma. Implantation of the mammosite balloon occurred on (B)(6)2005. Treatment was started the next day. "High dose rate mammosite brachytherapy totaling 34gy in 10 fractions [were] given twice per day, and separated by at least 6h [hours] between each fraction." This treatment regimen was completed on (B)(6)2005. In (B)(6) 2009, a mammogram "revealed skin thickening in the left anterior breast" and a physician exam revealed a 10cm x 11cm area of multiple islands of macules, plaques, and nodules around the peripheral circumference of the high dose irradiated field. The treatment field showed hyperpigmentation, scar retraction, and subcutaneous fibrotic changes. During follow-up on (B)(6)2009 "she presented with a new 2-3 month history of a progressive, pruritic, lumpy/bumpy, non painful rash in the treated breast." A subsequent punch biopsy of a single skin node was done and the pathology results led to a diagnosis of angiosarcoma. The patient has received treatment for the angiosarcoma (treatment and response unk). We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant; therefore, the expiration date is not known. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant; therefore, the manufacture date is not known. Device history record (DHR) review could not be conducted for this device as a lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the mammosite device. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).